Manufacturer narrative:
Exemption number (B)(4). (B)(4) is submitting the report on behalf of berlin heart (B)(4) (MFR). Prior to the event, the site was monitoring the blood pump for white punctual deposits. There were no device complaints reported during this time period. Pt transplanted (B)(6) 2013 after 204 days of support. (B)(4).

Event description:
Pt demonstrated signs of neurologic dysfunction. CT results: an acute infarct within the left occipital lobe resulting in blurring of gray-white junction and localized mass effect with effacement of cerebral sulci. Otherwise, ventricular system and cortical sulci are within range for age. There are no intracranial mass lesions or midline shift. No abnormal fluid collections seen. No acute intracranial hemorrhage or other areas of abnormal parenchymal density are identified. Basal cisterns are patent. The major intracranial arterial structures demonstrate normal enhancement, no appreciable alteration in course or caliber. Specifically no large filling defects in the major vessels. No areas of aneurismal outpouching are appreciated.